Manufacturer narrative:
We have now concluded our investigation for the complaint received. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint samples were available for assessment but a review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, the supplier report deemed it a non manufacturing complaint. The impact to the unknown number of patient(s) using the dressing(s) beyond the reported maceration and wound regression cannot be determined as clinical documentation was not provided. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. No further medical assessment is warranted at this time. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. If a sample is received, we may make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Mimb review: assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information surgical procedure/post-operative care review device labeling (including technique guides, ifus, etc.) Clinically relevant supporting documentation was not provided; therefore a thorough medical investigation could not be performed. However, the supplier report deemed it a non-manufacturing complaint. The impact to the unknown number of patient(s) using the dressing(s) beyond the reported maceration and wound regression cannot be determined as clinical documentation was not provided. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time.

Event description:
It was reported that the dressing has difficulty absorbing the exudate. The exudate flows out of the dressing without being absorbed even without being saturated. The wound becomes honeydew and the surrounding skin is macerated. Problem occurred with several dressings without knowing for sure how many.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint sample was received and tested for fluid handling capacity and it complied with the specification. A review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. The investigation did not find product defect or manufacturing process issue so no action can be taken at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.